Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of peritonitis was patient made a mistake and break in aseptic technique. On an unreported date, the patient began treatment with injection (inj.) Ceftazidime (1 gram, frequency and route not reported ) and inj. Reflin (1 gram, frequency and route not reported) for peritonitis. The action taken with dianeal therapy was not reported. It was unknown if patient recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.